Event description:
1) pt had chronic dislocation of the hip. 2) competitors acetabular cup was removed and replaced with another co's cup. 3) new 28mm + 10mm femoral head was put into existing precision long stem.